Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal, due to sensor session failure, patient's father noticed that a small sensor fragment had remained inserted in the patient's skin while the rest of the sensor wire was still attached to the pod's underside. Patient's father was able to remove protruding fragment out of skin. At the time of his call to dexcom technical support, patient's father reported that patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.